Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer is inquiring of hi results (more than 600mg/dl). Customer states is thirsty. The customer's expected blood result is 180mg/dl-300mg/dl fasting. Verified the strips expire 12/27/2016. Customer confirms the strips have been properly stored and were first opened 1/1/2016. Call was disconnected. Customer was called back and spoke to husband who states that customer was not available at the time because was getting ready to inject her insulin. Unable to troubleshoot the e5 error message. Husband also uses the same meter. A message was left to customer with mr. (B)(6) to call us back, it is very important that before injecting insulin shot customer should be aware of what her blood glucose levels are. Husband states that customer had dinner before the call.